Manufacturer narrative:
H6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with knee center points or ankle center collected too far anterior giving a false sense of contracture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori-assisted tka, when collecting post-op baseline with final trials on real intelligence cori. Patient leg was in full extension, however, on the screen it was showing that the patient appeared in about eight degrees of a flexion contracture. It was tried adjusting points more posterior to counter effect the issue and the error is still continued. Surgery was performed, without any delay, with the same device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).